Event description:
It was reported that the patient's unit was overheating and felt hot to the touch. As a result, the unit left a mark on the patient's palm when they were handling it. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.